Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
An ascending aorta replacement surgery was performed for acute stanford type a aortic dissection on (B)(6) 2012. Bioglue was applied to the distal and proximal false lumen. In (B)(6) 2013, the patient went to the hospital and complained of vomiting or coughing up blood. A CT scan and other inspection were performed; however, the cause was not identified at that time. At the beginning of 2014, a 3d CT scan was performed and it showed false aneurysm on native distal aorta where the ascending aorta replacement had been performed. Re-operation using a stent graft will be performed.

Manufacturer narrative:
According to the report, an ascending aorta replacement was performed for acute stanford type a aortic dissection on (B)(6) 2012. Bioglue was applied to the distal and proximal false lumen. In (B)(6) 2013, the patient went to the hospital and complained of vomiting or coughing up blood. A CT scan and other inspection were performed; however, the cause was not identified at that time. At the beginning of 2014, a 3d CT scan was performed and it showed false aneurysm on native distal aorta where the ascending aorta replacement had been performed. Re-operation using a stent graft will be performed. The surgeon's view is that the cause of the false aneurysm is not identified. The false aneurysm was already formed in (B)(6) 2013 and there is a possibility that blood that originated from the false aneurysm entered into the right lung, after which the patient coughed blood. The patient had a fever that went up and down after the initial procedure. The records for possible lot numbers were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. Based on the information available at the time of this report, we are unable to definitively determine the cause of the false aneurysm observed in this patient. The complaint information indicates that the false aneurysm occurred on the native distal aorta "where the ascending aorta replacement had been performed." While we are unable to determine the exact cause of the observed event, it is possible that the surgeon determined that the tissue in the location of the observed false aneurysm did not need to be replaced at the time of the initial surgery, but due to the continuing disease process the tissue was weakened enough to give way to formation of a false aneurysm 1.5 - 2 years postoperatively. Based on the evidence available at this time, there is no evidence that bioglue contributed to the vomiting or coughing up blood. No errors or deficiencies at cryolife were discovered during the investigations of these complaints. There is no indication that these events are related to an error or deficiency by cryolife. Instead, these events were likely caused by the condition of the patients' native tissue or by improper preparation of the application site

Event description:
An ascending aorta replacement surgery was performed for acute stanford type a aortic dissection on (B)(6) 2012. Bioglue was applied to the distal and proximal false lumen. In (B)(6) 2013, the patient went to the hospital and complained of vomiting or coughing up blood. A CT scan and other inspection were performed; however, the cause was not identified at that time. At the beginning of 2014, a 3d CT scan was performed and it showed false aneurysm on native distal aorta where the ascending aorta replacement had been performed. Re-operation using a stent graft will be performed.